Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported not observing insulin coming from the end of the tubing while going through the fill tubing process on multiple occasions. Customer disconnected from their site and ran a 3u-4u bolus and stated that they still did not observe insulin dripping from the infusion set tubing. Customer disconnected the cartridge from the infusion set again and did not observe any insulin dripping. Customer also reported observing two 1-2 inch long bubbles in the patient line with small bubbles in between. The customer changed supplies and successfully completed the load process. Customer reported elevated blood glucose levels ranging from 283 to 483 (mg/dl) and delivered manual injections and a bolus via pump to stabilize bg level.